Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event eight days after onset. The patient was treated with intravenous (IV) vancomycin, zosyn and another unknown antibiotic (doses, frequencies and duration not reported). At the time of this report the patient was recovering from this peritonitis event. On an unreported date, dianeal therapies were discontinued and hemodialysis was started. The plan was remove the pd catheter. All available information was obtained at this time.